Event description:
Patient on ventilator needing MRI. Ventilator being monitored by respiratory therapist and crossed the 5 gauss line in the MRI scan room. Ventilator pulled to MRI equipment. Exam aborted, patient safely exited exam room, equipment evaluated and returned to service after evaluation. No patient harm. Not a medication error. FDA safety report ID# (B)(4).